Event description:
It was reported that the wake button became detached from the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting or follow-up and is currently out of warranty, in the process of obtaining a new device.